Event description:
It was reported to adac that the physicist was trying to place a sagittal contour, but was unable to calculate dose after it was placed. Customer support gave a means to enter a sagittal contour as if it were an axial contour; however, this will result in the geometry being reported incorrectly on the printed report. The concern is that the pt could be treated incorrectly. There were no reports of pt injury due to this issue.